Event description:
The pt was implanted with a smooth saline mammary prosthesis on 4/11/1997, subsequently the pt developed necrosis of the tissue. The device was removed on 11/21/1997 because of damage sustained during a checkup visit.